Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter into the patient's right eye (od) on (B)(6) 2018. On the same date, in a separate surgery, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.